Manufacturer narrative:
The following tests and inspections were performed by eitan medical: investigation type: event log analysis. Investigation findings: according to the event log, the pump infused according to the programmed parameters. Conclusion: air detection mechanism was evaluated and found effective during (B)(6) 2025 as part of routine maintenance, yet the performance during the treatment could not be evaluated based on the event log investigation. Functional testing of the pump is required. Eitan medical has requested the pump to be received for investigation. Up to date, eitan medical has not received the pump for investigation. When received, the pump will be tested, and the test results will be presented in a follow up report.

Event description:
This complaint was reported by a customer from USA. An air detection issue was reported. A customer reported that no human harm occurred.